Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 7 years and 10 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the stent graft migrated and there is bilateral iliac expansion to 22mm in diameter on each side. The aneurysm currently measures 6 x 5.2 cm. The aortic neck currently appears conical in shape and it grows from 20 mm to 25 or 26 mm in a 12 mm span. The plan was to treat each iliac with 18x24 flared limbs and to put 28mm cuffs (aneurx and talent) to get better fixation at the top. Sales rep is not sure there is a proximal type 1 endoleak, but there is inadequate seal zone. The right iliac appears as it is sealed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: conclusion: (bilateral iliac artery expansion and reverse funnel shaped aortic neck).